Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the volumes being delivered on a 980 ventilator were low. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the exhalation flow sensor (evq). The customer stated to have replaced the evq, performed calibrations and extended self-testing on the device and all tests passed. The customer stated that the issue was resolved and that the unit was placed back in use.